Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The top housing was observed to be cracked. No evidence of fluid ingress was observed on the pod internals. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. The timing and cause of the observed cracks could not be determined.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site (abdomen) and the pod's cannula slipped out of the skin indicating a dislodged. The adhesive smelled of insulin indicating a leak. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.